Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, critical override was not communicating to device. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the critical override. The technical support specialist stated that the devices that were in non-profile mode couldn't be put into critical override because they were always in critical override. Therefore, that was the reason why the critical override icon was never seen on non-profile stations when enabled from the server. However, the devices in profile mode turned into critical override when enabled. Customer gave a permission to close the case. The system functioned as intended after the technical support specialist tested the device.